Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow- up, several episodes of false ams due to noise signals were observed. No intervention will be performed at this time, the patient will be monitored. The patient was in stable condition with no adverse consequences.